Manufacturer narrative:
[See scanned pages.]

Event description:
Journal reference: tjandra jj, chan mk, yeh ch, murray-green c. Sacral nerve stimulations is more effective than optimal medical therapy for severe fecal incontinence: a randomized, controlled study. Dis colon rectum. 2008; 51(5): 494-502. This randomized study was designed to compare the effect of sacral neuromodulation with optimal medical therapy in patients with severe fecal incontinence. Full-stage sacral nerve stimulation was performed in 53 of these 54 "successful" patients. There were no septic complications. In the sacral nerve stimulation group, there was a significant (p<0.0001) improvement in fecal incontinence quality of life index in all four domains. By contrast, there was no significant improvement in fecal continence and the fecal incontinence quality of life scores in the control group. Reportable event: adverse events with sns included seroma with 1 patient or 2%, which resolved after percutaneous aspiration.